Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:on investigation, a couple of battery compartment cracks were found, one in the threads area above the grip pad and one below the grip pad. Moisture intrusion was evident inside the battery compartment. A battery compartment leak was shown in a leak test. The pump powered up to a blank display screen with auditory and vibratory features. Due to the blank display issue, the functional testing of the buttons could not be completed. Pump casing was opened and additional evidence of moisture intrusion was found inside the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked and display was blank due to moisture contamination inside the pump. This report is made based on the results of investigation completed on (B)(6) 2015.